Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that she connected the infusion set to her body and received a no delivery alarm when she was filling the cannula. The customer's blood glucose was 110 mg/dl. She stated that she used 7 different infusion sets and still kept receiving no delivery alarms. The customer believed that the issue was related to the insulin pump and requested to have the device replaced. The customer reported that the insulin pump alarmed no delivery during the manual prime process. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She did not receive an alarm and was advised that the device worked as designed. She connected a new infusion set and received a maximum reach filled alert. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.